Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to address the issue. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. An error was confirmed the in the logs confirming communication failure. The unit was placed on a pca test system due to a missing pca board and broken white stand-offs. Visual inspection found a bad fuse and dusty fans.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system lost the image and had non recoverable error 297. The surgeon side console (ssc) monitors and vision side console (vsc) monitor went black. Technical service engineer suggested using a third party light source, customer opted for that option. Tse recommended powering off system, flipping illuminator circuit breaker to off, removing serial cable, and powering system back up. System powered up with a 48238 error, customer recovered and stated they now have vision again using third party light source. The procedure was completing as planned with no reported injury.